Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient's cgm was reading 90 mgdl, and the bg meter was reading 40 mgdl. The patient was also wearing a tandem insulin pump. The patient was at the mall and eventually passed out. It is not known who called emergency medical services (ems) but the patient was transported to the emergency room (ER). The patient was treated with unspecified intravenous (IV) fluids. The patient also had an electroencephalogram (eeg), electrocardiogram (EKG), and bloodwork done. The patient was discharged the following day (after 24 hours). The patient was in good condition at the time of report. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.